Manufacturer narrative:
We have now concluded our investigation on the issue reported. The returned samples provided were subjectively tested and the product performed as expected, the samples adhered to skin as expected with no issues noted. A complaints history review has been run using the lot and product numbers provided; no further complaints of this nature have been reported. The batch records were reviewed and this review confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
The central line dressings do not stay the 5 proper days that should be sticked to the body without handling. They detached after 3 days. Treatment: line fixation. Hcp: unknown.